Event description:
It was reported that premature detachment of the device occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman access system (was) were selected to be used. During the procedure, the deployment of the closure device initiated after forming the flx ball. Upon retracting the was sheath post-deployment, the device was unintentionally released. Protrusion of one-third to one-half was noted at the posterior 135-degree position. Low compression and protrusion led to a high risk of dislodgement, leading to retrieval. A 18f long sheath was diagonally cut, and a non-boston scientific (bsc) agilis 8.5f sheath was inserted as an inner sheath. A non-bsc raptor 2.4mm was inserted and used to grasp the closure device. It was successfully retrieved by pulling it into the 18f sheath along with the non-bsc agilis. Subsequently, it was replaced with the was sheath, and the procedure was performed as usual. It was then released after meeting position, anchor, seal and size (pass) criteria. No increase in pericardial effusion was noted.